Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at approximately 7mm distal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple hypotube kinks. The markerbands of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. The tip material situated inside the balloon was found to have multiple kinks present. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 8atm. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, at third inflation, it was noted that the balloon ruptured at 8atm. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.